Event description:
It was reported that a peritoneal dialysis (pd) patient was connected to the cycler and needed to be disconnected immediately for ambulance transport. Technical support assisted the officer with disconnecting the patient. Upon follow-up, a pd nurse familiar with the patient reported the patient woke up and then became unresponsive while still attached to the fresenius cycler. Emergency medical services (ems) was called to the patient¿s home. It was stated the patient received cardiopulmonary resuscitation (CPR) in the ambulance and was subsequently pronounced dead at the hospital. At the time follow-up was completed, the nurse indicated a definitive cause of death has not established. However, the nurse stated the event is not suspected to be related to dialysis or any product issues. The nurse stated an autopsy was being performed. However, the report and esrd death form was not available.

Manufacturer narrative:
Additional information: g1 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was connected to the cycler and needed to be disconnected immediately for ambulance transport. Technical support assisted the officer with disconnecting the patient. Upon follow-up, a pd nurse familiar with the patient reported the patient woke up and then became unresponsive while still attached to the fresenius cycler. Emergency medical services (ems) was called to the patient¿s home. It was stated the patient received cardiopulmonary resuscitation (CPR) in the ambulance and was subsequently pronounced dead at the hospital. At the time follow-up was completed, the nurse indicated a definitive cause of death has not established. However, the nurse stated the event is not suspected to be related to dialysis or any product issues. The nurse stated an autopsy was being performed. However, the report and esrd death form was not available.

Manufacturer narrative:
Clinical investigation: a temporal relationship may exist between the pd therapy with the liberty select cycler and the patient becoming unresponsive requiring CPR and subsequent death. However, currently there is no report or allegation of a liberty select cycler malfunction or product deficiency caused or contributed to the event. Based on the available information, the cause of the patients death cannot be established. The patients esrd death form and autopsy report is not available at the time this clinical investigation was completed. While patient comorbid conditions are unknown; patients with esrd on dialysis have a much higher risk of mortality than the general population. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was connected to the cycler and needed to be disconnected immediately for ambulance transport. Technical support assisted the officer with disconnecting the patient. Upon follow-up, a pd nurse familiar with the patient reported the patient woke up and then became unresponsive while still attached to the fresenius cycler. Emergency medical services (ems) was called to the patients home. It was stated the patient received cardiopulmonary resuscitation (CPR) in the ambulance and was subsequently pronounced dead at the hospital. At the time follow-up was completed, the nurse indicated a definitive cause of death has not established. However, the nurse stated the event is not suspected to be related to dialysis or any product issues. The nurse stated an autopsy was being performed. However, the report and esrd death form was not available.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump molded clamp, on the pump door, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The catch-post hipot test, patient hipot test, and current leakage test all passed. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test and mushroom head checks were also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly, on the baseplate under the pump assembly, and behind mushroom heads a & b. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was connected to the cycler and needed to be disconnected immediately for ambulance transport. Technical support assisted the officer with disconnecting the patient. Upon follow-up, a pd nurse familiar with the patient reported the patient woke up and then became unresponsive while still attached to the fresenius cycler. Emergency medical services (ems) was called to the patient¿s home. It was stated the patient received cardiopulmonary resuscitation (CPR) in the ambulance and was subsequently pronounced dead at the hospital. At the time follow-up was completed, the nurse indicated a definitive cause of death has not established. However, the nurse stated the event is not suspected to be related to dialysis or any product issues. The nurse stated an autopsy was being performed. However, the report and esrd death form was not available.